Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. Customer removed the sensor and it was reported the electrode was missing. The customer stated the sensor appeared to be damage. Customer's blood glucose was 3.2 mmol/l. The customer declined to return the sensor for analysis.